Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, successfully reset the pump, and the malfunction code did not recur. Technical support advised the customer to continue using the pump and to call back if the issue reappears, which the customer understood.